Manufacturer narrative:
The actual device in the reported incidents were discarded and not made available to the manufacturer to be evaluated. Without the samples, a thorough investigation could not be performed. Although no inventory remains of the reported lots, the house retains for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There have been no other complaints of this nature against the reported lot numbers. Additional lot #: 61040323. Additional expiration date: 02/28/2014. Additional device manufacture date: 03/2009

Event description:
As reported by the user facility: two incidents of tubing breaking in half. This occurred mid tubing, it was not at a connection. Samples not saved. Tpn (dextrose and amino acid) infusing via central line. Parent was with pt and nurse was with second pt during occurrences. Additional information provided by the facility indicated there was no significant or robust amount of blood loss in either case. Neither both patient's suffered any adverse sequela associated with the reported events. It was reported the tubing disconnected at one of the joints in the middle of the set.